Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip severely bent. The damage was found at the clip groove. As a result, the clip could not be properly loaded on the grips and clip action performance would be hindered. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not show any additional complaints related to this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the medium-large clip applier instrument's jaws remained stuck with the clip. The clip was difficult to remove. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) conducted a follow up and obtained the following information from the customer about the complaint: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The incident occurred with the medium-large clip applier instrument. At the time of the issue, the surgeon changed barrette and clip and the problem remained the same. User then replaced to the backup instrument and the issue resolved. The incident occurred while the surgeon was attempting to clamp a vessel or tissue bundle after clip application. The specific issue the surgeon experienced was that the clip applier jaws remained static/not moving when the surgeon commanded movement. The clip was stuck in the jaw because one of the "bites" of the jaw was too tight, which forced the clip's plastic when it closed. The target tissue/vessel was the inferior mesenteric artery. The instrument was used with dedicated green hem-o-lock clips. The surgeon used a green clip on the vessel or structure. The surgeon confirmed closure of the clip after ligation. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The suspect instrument had been used during the first 3 applications of the case when the incident occurred, then a backup instrument was used to solve the issue.